Manufacturer narrative:
Device manufacturing date is unavailable. 01//15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative received a report from the site radiographic technologist (rt) that, while in a spine procedure, the surgeon alleged an inaccuracy of approximately 5 millimeters. No further information, or details, were provided regarding the inaccuracy. The surgeon continued with navigation for this procedure, the patient was re-spun, however, continued to experience lateral inaccuracies. Inaccuracy occurred later in the procedure, after several spins - no exact number of spins were provided. The surgeon completed the procedure with the use of the navigation system. Per the site surgery technician, delay in therapy was approximately 60 minutes before continuing. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided. A medtronic representative, following up with the site, reported that testing was unable to re-create the inaccuracy issue. A software investigation was completed but was unable to determine probable cause without further information since the behavior cannot be replicated.